Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer passed out from a low blood glucose. Customer's blood glucose value was unknown. Customer treated by eating grapes and drinking orange juice. The patient stated that their blood glucose decreased due to not eating all day. No further details were provided regarding symptoms or treatment of the hypoglycemia. Troubleshooting did not occur. It is unknown if the auto mode feature was active during the incident. The insulin pump will not returned for analysis.